Manufacturer narrative:
The investigation for the reported high purge pressure issues has been completed. The impella device was not received from the customer. However, the data logs were sufficient to determine the root cause. The root cause of the high purge pressure issue was most likely use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the measured purge flow dropped by 50% overnight. The purge cassette and bag were subsequently replaced, and tissue plasminogen activator was added to the purge line to manage the issue. Support continued with the implanted pump. Additional information noted that the care was withdrawn, and patient expired. Use of the device cannot conclusively be associated with the outcome. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).